Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver display was frozen. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the frozen display was undetermined. The probable cause could not be determined.